Event description:
The pt stated that the piston rod of her infusion device would not retract, so, she removed and reinserted her power pack. After reinserting the power pack the infusion device began to make a "long beeping" sound. The pt stated that the power pack had been in use for at least 2 weeks and upon further review the power pack expired in 05/2002. The pt was advised against using expired product. The pt was instructed to insert a new power pack and the infusion device functioned properly. The pt stated that she was aware of the power pack recall. The pt was advised that the power pack issue had been corrected and to discard of all power packs with the old reference number. No physiological effects were reported. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.